Event description:
It was reported that pt has had the stimulator for one year and until recently it appeared she no longer event had gastroparesis. She recently had a bravo ph test implant for 48 hours and ?it is back to like I never had the implant put in?. Symptoms were vomiting, nausea and all over un-well feeling. Reportedly,?the pacer malfunctioned the bravo capsule and the bravo capsule seemed to become magnetized or something? Knocking but the stomach enterra stimulator implant and causing extreme problem. The pacer turned off and the bravo capsule refused to discard itself as if it were being held there by magnets. Further info is being requested from the hcp.